Event description:
Dealer called stating that the a bolt is broken off the lift, parts were quoted in (B)(6) , but no issues were mentioned. Dealer is calling back stating this unit is on it 2nd owner, and has no history of the lift. The end user mother is stating that they only need a part that is $140, not a whole new boom. Dealer is going to be sending pictures to let us know the actual issue. No other information provided.